Event description:
Boston scientific received information stating: lead failure. Lead capped on (B)(6) 2011. No other details were provided. (B)(6) hospital, dr. (B)(6) lead implanted-(B)(6) 1996. Capped (B)(6)2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).